Event description:
It was reported that when starting to distal burr the femur the drill pedal would not activate the drill. Then received an error ¿internal cabling/drill console error." After trouble shooting, restarted navio as prompted. Then received this error ¿an error occurred during initialization: pfs control hardware failure (errcode= 40000000000)" surgery was completed with manual instruments and delay of less than 30 minutes was involved. No patient injury reported.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which did not confirm the reported event. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed and the test failed. The reported problem was not confirmed. The handpiece test torque value was 28. During the test, a 40000000000 was not found at any time. The motor attempts to home during the case. If gears are manually advanced a connection error follows. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. C) was reviewed and it provides instructions on outlined in the ¿common problems & solutions table¿ section for all common issues before proceeding with manual instrumentation. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Per complaint details, although there was a hardware error/failure, the surgeon converted to manual instrumentation to complete the procedure without significant delay (0 to 30-minute surgical extension), and no patient impact/injury was reported. Therefore, no further medical assessment is warranted at this time. The root cause was found to be no problem found. No corrective actions have been initiated for this issue.